Manufacturer narrative:
A functional evaluation was performed and presented a motor stall error (jamming) and heating of the hand piece. Corrosion was observed on the cable assembly connection and gearbox fork assembly. The motor/gearbox assembly could not be removed from the housing for further assessment due to corrosion. A review of the device history record was performed which confirmed no inconsistencies. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved. After the evaluation the root cause for the reported issue was identified to be associated with corrosion of the motor and gearbox assembly. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during the procedure, the device jammed and overheated. No reported patient injuries. No other complications were noted.